Manufacturer narrative:
The device was returned and evaluated. We confirmed one of the jaws is broken off. Damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only. The instrument had been in use for over nine years.

Event description:
Allegedly, during a laparoscopic appendectomy procedure, one of the jaws of the bowel grasper broke off inside the patient. An x-ray was performed to locate the jaw, and they were able to retrieve it. Hospital confirmed there was no harm to patient.